Manufacturer narrative:
Haemonetics sent a field service engineer to evaluate the nexsys pcs system. Haemonetics field service engineer performed diagnostics check, there were no issues noted and machine met manufacturers specifications. The disposables were discarded by customer, without physical sample haemonetics is unable to establish cause.

Event description:
On (B)(6) 2021, haemonetics was notified of a donor fatality which had occurred within 48 hours of the donor's last plasma donation procedure, utilizing the nexsys pcs system. The plasma collection procedure was completed successfully, there were no difficulties noted during procedure. The nexsys pcs system collected 800ml of pure plasma and 500ml of saline infused. This was the donors first time donating. The cause of death is unknown and it is also unknown if an autopsy was performed.